Event description:
The manufacturer received information alleging visualization of particles related to a CPAP device's sound abatement foam. The patient alleges to have had a stroke, has heart issues. There is no report of medical intervention being required. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to have had a stroke, has heart issues. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The device was evaluated, observed the following from an external and internal inspection: dust-like contamination on top of the blower box and the blower motor. Potential mineral deposit spots on the bottom of the blower motor, indicating potential water ingress. Slight black contamination, consistent with keratin, at the air outlet of the blower box, consistent with ER 2243857 v01. Dust-like contamination at the air inlet of the blower box. Fitt ( foam integrity test tool) and the associate procedure ER 224560 v01, was not able to confirm the presence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. The manufacturer concludes that device, there was no evidence of sound abatement foam degradation/ breakdown observed in the bas unit.